Manufacturer narrative:
(B)(4), 2011.the analysis from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4) 2011. The analysis from the manufacturer is pending. (B)(4), 2011. Since the device remains implanted, the files from the programmer that were received were reviewed. The files showed the lead impedance measurements performed were within specifications. The autosensing histograms are similar to those observed in case of mypotentails or emi oversensing. No pacemaker anomaly is suspected. Based on the available information, the most probable hypothesis would be external emi, myopotentials, lead issue or a connection issue. Patient files from the previous follow-ups were requested but unfortunately could not be retrieved. No final conclusion can be drawn.

Event description:
During a routine follow-up interrogation, aida review showed stored ventricular runs of noise sensing with durations of 2-8 seconds and ventricular pauses up to 2.8 seconds. Noise appears to be on both the ventricular and atrial leads (st. Jude). The files from the programmer were reviewed by the manufacturer. After review of the files, no pacemaker anomaly is suspected and the noise sensing is most probably from external emi. Some proactive testing while performing real time sensing tests were recommended as well as x-rays which would exclude any obvious connection or dislodgement.

Event description:
During a routine follow-up interrogation, aida review showed stored ventricular runs of noise sensing with durations of 2-8 seconds and ventricular pauses up to 2.8 seconds. Noise appears to be on both the ventricular and atrial leads (st. Jude). The files from the programmer were reviewed by the manufacturer. After review of the files, no pacemaker anomaly is suspected and the noise sensing is most probably from external emi. Some provactive testing while performing real time sensing tests were recommended as well as x-rays which would exclude any obvious connection or dislodgement.

Manufacturer narrative:
(B)(4). The analysis from the manufacturer is pending. (B)(4). Since the device remains implanted, the files from the programmer that were received were reviewed. The files showed the lead impedance measurements performed were within specifications. The autosensing histograms are similar to those observed in case of myopotentails or emi oversensing. No pacemaker anomaly is suspected. Based on the available information, the most probable hypothesis would be external emi, myopotentials, lead issue or a connection issue. Patient files from the previous follow-ups were requested but unfortunately could not be retrieved. No final conclusion can be drawn. (B)(4). Device remains implanted.

Event description:
During a routine follow-up interrogation, aida review showed stored ventricular runs of noise sensing with durations of 2-8 seconds and ventricular pauses up to 2.8 seconds. Noise appears to be on both the ventricular and atrial leads (st. Jude). The files from the programmer were reviewed by the manufacturer. After review of the files, no pacemaker anomaly is suspected and the noise sensing is most probably from external emi. Some provactive testing while performing real time sensing tests were recommended as well as x-rays which would exclude any obvious connection or dislodgement.